Event description:
The suture was used during an unspecified procedure. Reportedly, the suture broke. The surgeon applied another suture to complete the procedure. The surgeon has reported no pt injury occurred.